Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal tubing components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer experienced sporadic bg readings over the two days the pod was worn; high bgs ranged from 283-386 mg/dl during this time. No specific failure was reported; no additional info was provided about the event. The pod will be returned of eval.